Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, battery testing, functional testing, a service history review, and a review of the alarm log were performed. The f-94 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be blown fuses. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.